Event description:
Defective primary plumset with 0.2 micron filter, clave y-site, polyethylene lined tubing, 104 inch tubing found to have leakage around filter device. No damage or defect found upon inspection. No misuse of device. There was no patient harm.